Event description:
Had essure procedure done. I do not recall being asked to test for any allergies to nickel. The procedure was done in the doctor's office. I only took a mild sedative and seems like procedure took no longer than 30 minutes. Update on (B)(6) 2014: I would like to post what I feel are side effects to this device: painful cramping, passing blood clots during periods, weight gain, brain fog, joint stiffness, chronic fatigue, flu like symptoms, bloated feeling, depression, muscle stiffness, back pain, arthritis like symptoms, neck shoulder pain, fibromyalgia symptoms, etc.